Event description:
It was reported that there was increased threshold and increasing and high impedance on the pace/sense portion of the right ventricular lead. The patient was also inappropriately shocked when touching a short circuit on a clothes dryer. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.